Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, (B)(4): information received via healthcare provider indicated that patient's daughter told her the device no longer works because the urologist "deactivated" it. Caller did not know additional details regarding the device not working. The patient indicator for use were for urinary dysfunction/sacral nerve stimulation, no further complications were reported/anticipated.